Event description:
It was reported that while at the edc, it was noted that rubber encasing of the patient cable was loose, the housing was cracked near the inlet, and the battery door was cracked.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: expiration date provided in previous report is incorrect. Expiration is not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported event of the mpu being damaged was confirmed, as the returned mpu (serial number (B)(6)) was observed to have a loose rubber component around its lemo connectors and cracks in its bottom housing and battery door upon arrival at the european distribution center. The mpu was functionally tested and was found to perform as intended despite the observed damages. All damaged components were replaced with new components. Preventive maintenance was performed, and the serviced and tested mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. G, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.